Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the sapien valve embolization to the aorta cannot be confirmed, as the images of the procedure were not available. However, it was reported that the cause of the event was that the secondary operator prematurely inflated the delivery system balloon (before an adequate drop in systolic blood pressure) resulting in the valve migrating in the ascending aorta. Other risks factors that could have contributed to the valve embolization was the patient¿s normal lv ejection fraction (60%), mild-moderate aortic valve leaflet calcification and that the ventilation was not held during deployment. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the edwards lifesciences clinical specialist report, in a transfemoral tavr case during deployment of the sapien valve, the secondary operator prematurely inflated the delivery system balloon (before an adequate drop in systolic blood pressure) resulting in the valve migrating in the ascending aorta. A 2nd valve was successfully deployed across the native aortic annulus (with 50:50 placement) and the 1st valve was anchored in the aortic arch. Vessel wall opposition was confirmed with ivus. The patient was transferred to the post op unit in stable condition. Per report, at baseline the patient had an ejection fraction of 60%. Ventilation was not held during deployment.

Manufacturer narrative:
Investigation of this event is ongoing.